Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 137 mg/dl. Customer stated that the bubbles were about the size of a champagne bubble. Customer stated that the pump was not rewound with a reservoir in place. Customer wanted to change the whole set out instead of priming the bubbles out. Customer stated that the insulin was stored at room temperature. Customer declined to check for leaks at the infusion site. Customer stated that the air bubbles did not persist after set change. Customer never changed the fixed prime. Customer was advised to monitor and call if problems persist. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.